Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their damage to the insulin pump inside reservoir compartment. The customer¿s blood glucose level was 124 mg/dl at the time of incident. The type of damage was crack inside reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.